Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. No loose drive support disk noted. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer stated that her blood glucose went from 193 mg/dl to 477 mg/dl and then 504 mg/dl. Customer presented nausea. During troubleshoot, the customer stated that the drive support cap was sticking put. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.